Event description:
A doctor reported to baxter an issue of damaged uv flash transfer set found during use. The doctor stated that the spike was bent. There was no patient injury or medical intervention was reported. There was patient involvement.

Manufacturer narrative:
(B)(4). The cause for the reported issue of damaged was undetermined.

Manufacturer narrative:
(B)(4). The reported issue of transfer set was confirmed during sample evaluation. Transfer set was visually inspected and noted that the tip of the spike was bent slightly inward and body of spike was bent backwards.

Manufacturer narrative:
(B)(4). This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. Since the lot number is unknown, no batch review will be performed. A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.